Event description:
It was reported that during a stenting treatment procedure, deflation difficulties occurred. An exp sd renalbiliary sm, pmtd 7.0x19x150cm stent had been selected and advanced to treat an unspecified lesion. The stent was deployed; however, the stent delivery balloon deflated "very little". The balloon was able to be removed by pulling the "entire" system back; while the stent maintained its position. There were no pt complications reported with the pt's current condition listed as "ok". Additional info has been requested and is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).